Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2009. According to the complainant, the patient experienced injuries. The details of the injuries and dates of onset are unknown and reportedly unavailable. The patient's current condition is also unavailable.